Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "abnormal image (the whole screen was purple)" and phenomenon 2 "the screen was black and no image was displayed (the screen was restored)" it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or parts mounted on the electrical circuit board such as (i.e. Integrated circuit (ic) chips and capacitors were broken, which may have resulted in the subject event). The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope had poor image and the entire screen was purple. The issue occurred during a therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the following: there was a disconnection of the image sensor cable, and a deformation of the connector, which can cause the monitor to show a black screen with no image that returns to normal at times, the bending section cover had a scratch, the adhesive ending section cover had a chip, and the control unit had a scratch. In addition, the grip had a scratch, the up/down angulation lever plate had a scratch, the right/left plate had a scratch, the angulation lever had a scratch, the right/left lever had a scratch, the switch 1 had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a scratch, the video connector had a scratch, and due to wear of angle wire, bending angle in the 'up' direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.